Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited back-up operation. The device was successfully reverted from the back-up operation and the patient was stable.